Event description:
It was reported the patient's blood glucose level rose to 336 mg/dl while wearing the pod between 25 and 36 hours.

Manufacturer narrative:
The device was returned and evaluated. The soft cannula was observed to be out of specification as it measured to be 27.76mm in length. It could not be confirmed when or how this damage occurred. Inspection of the device did not find any other issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.